Event description:
On (B)(6) 2018, during an implant attempt of the subject device, the user screwed the atrial set-screw to tighten the atrial lead. However, after pulling out the screwdriver, the screw remained attached to the screwdriver. The physician replaced this device, returning it for analysis.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190308 - file-2018-04012 - analysis_and_closure_report_resp-2019-00345.pdf].

Event description:
On (B)(6) 2018, during an implant attempt of the subject device, the user screwed the atrial set-screw to tighten the atrial lead. However, after pulling out the screwdriver, the screw remained attached to the screwdriver. The physician replaced this device.